Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the procedure, the device displayed a gray battery bar status while still in the box. In addition, the device was interrogated again several days later, and the battery level still had not recovered. The device was never implanted. No patient complications have been reported as a result of this event.